Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this atrial lead was associated with varying impedance measurements, including a single high out-of-range impedance measurement. The representative reported that due to recent chronic atrial fibrillation, the patient's system would be reprogrammed to provide ventricular-based pacing, and the atrial lead would be programmed off. There were no adverse patient effects.